Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, delamination in the diaphragm valve, brown particles, and an opening. Leak test was performed and found an opening on the anterior/posterior. A microscopic analysis was performed which identified delamination in the diaphragm valve assessed as adhesive failure and a crease smooth opening in the posterior side due to a fold flaw opening.

Event description:
Device has been explanted.